Event description:
The end user received treatment that caused temporary immobility where the treatment was performed. The end user has had several doctor visits where she was prescribed anti-inflammatory medication. As reported by the end user the electrodes were placed less than 1" apart. The electrodes that were being used were not chb electrodes.